Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk.

Event description:
It was reported that during an unknown procedure, the stapler fired but the staple line was incomplete, leading to the surgeon having to use sutures. There were no adverse consequences for the patient reported. There was a delay of ten minutes.